Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced pain, infection, recurrence of hernia, drainage, hematoma, and an abscess. Treatment included lysis of adhesions and surgical revision of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal umbilical hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, infection, recurrence of hernia, drainage, hematoma, adhesions, abscess, inflammation, obstructions, seroma, mesh erosion, and extrusion or protrusion. Treatment included lysis of adhesions, surgical revision of the mesh, excision of abdominal wall tumor and infected mesh, hernia repair with new mesh, panniculectomy, abdominal wall reconstruction, and medication.

Manufacturer narrative:
Additional info: a4, a5b, b5, b7, and h6 (patient codes, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of an incisional abdominal umbilical hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, infection, recurrence of hernia, drainage, hematoma, adhesions, abscess, inflammation, obstructions, seroma, mesh erosion, mesh extrusion or protrusion, mass, tumor, and fluid collection. Post-operative patient treatment included lysis of adhesions, surgical revision of the mesh, excision of abdominal wall tumor and infected mesh, hernia repair with new mesh, panniculectomy, abdominal wall reconstruction, medication, bilateral component separation, and redundant skin excised.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, infection, recurrence of hernia, drainage, hematoma, adhesions, and an abscess. Treatment included lysis of adhesions and surgical revision of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.